Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The distal tip of the screw was fractured from the shaft. The fracture face coincided with the fenestrations. Minor dynamic stresses translating to the stress-concentrators overtime could have lead to the failure.

Event description:
On 09.27.2017 it was reported to k2m, inc. That a revision surgery took place in which a screw was removed. Revision surgery took place (B)(6) 2017.